Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer was not properly removing air from the cartridge during the load sequence. Reportedly, the customer followed the proper load sequence steps and loaded a new cartridge onto the pump to resolve the issue. Customer¿s blood glucose level was 150 mg/dl.